Manufacturer narrative:
Return of product has been requested. Product and lot number no provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Suddenly only had the brush in mouth, it had broken off [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that yesterday he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown and suddenly he/she only had the brush of the oral-b brushhead, version unknown in his/her mouth. The consumer elaborated that it had broken off. This was the first time that this had happened, that a brush just broke off of an oral-b brush head ended up with the brush in his/her mouth; the consumer always bought real oral-b brush heads. The consumer stated that it ended well, but he/she could have choked if the brush had landed in his/her throat. No symptoms developed. Taken previously - unknown / tolerated - unknown. No further information was provided.